Event description:
During follow up on overprime - leak out of patient line, corporate product surveillance (cps) received a report from a nurse that the patient continued with therapy and the nurse informed them about the proper procedure when the supplies is compromised in such an instance as the one he reported. They did not report anything unusual with any of the previous supplies. No further information was provided. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is not confirmed. A labeling review found the patient at home guide is adequate. The cause is undetermined.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.